Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s touchscreen became unresponsive, and after troubleshooting with the caregiver a replacement was arranged; the device problem was characterized as an unresponsive key/button localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive input function on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.